Manufacturer narrative:
Result - siderail latch assembly.

Event description:
It was reported by service report that the head left side rail would not latch. The customer reported that they did not know if there was any patient involvement of if there were adverse consequences to report.